Event description:
Asr revision; asr xl - right hip; reason for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl - right, reason(s) for revision: unknown. This was a resurfacing to xl procedure - (B)(4) for 1st revision. The cup was implanted in (B)(6) 2009. The head, stem and sleeve were implanted (B)(6) 2009 and the cup remained in situ. All products including cup revised (B)(6) 2010. Invalid lot number provided for xl head 2431329. Update 21 nov 2014 - reasons for revision: pain & alval/soft tissue reaction, revision surgeon: (B)(6), cup product details, correct lot number (and product code) for head, file handler: (B)(6), hospital: (B)(6). This was a resurfacing to xl operation. (B)(4) for the resurfacing revision. As the cup remained in situ from the first revision, there are 2 implant dates: (B)(6) 2009 (resurfacing implant) and (B)(6) 2009 (xl implant).